Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved vessel sealer instrument was stickier than normal. The customer stated that when the instrument was used to seal, the tissue was stuck more to it. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaws were not stuck on tissue when the issue occurred. There were no unexpected tissue removal and no bleeding observed. The vessel sealer was in use whole case, and the issue did not prevent anything.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.